Manufacturer narrative:
Correction: d4 model, g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem "improper shut down while medication was infusing" was not reproduced. The device was tested with a known good pump and no alarms occurred. A review of the event history log revealed ¿improper shutdown!¿ message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the corrosion on a battery contact. The wireless battery module will be scrapped due to the corrosion on the battery. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module powered off without user input during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.